Event description:
Customer reported that the insulin pump was stuck on prime. Customer also stated that they continuously receive no delivery alarms that get resolved by set changes. Customer was unable to troubleshoot at the time of the call. Customer's blood glucose reading at the time of the call was 184 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.